Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 507 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer reported that the experienced dry mouth and thirst as a symptom related to high blood glucose level. The customer also reported that the insulin pump had insulin flow block alarm. Troubleshooting was performed and the insulin pump did not alarm no delivery. The customer reported that the issue was resolved by complete set change. The insulin pump will not be returned for analysis.